Event description:
It was reported that the patient's device was showing high impedance and the patient was feeling intermittent pain during stimulation. Patient was seen by a surgeon, but no revision surgery is scheduled to date. Attempts for further information have been unsuccessful to date.